Manufacturer narrative:
E.2. Initial reporter other occupation: pharmacy automation technician. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis application was frozen on multiple pyxis devices across the hospital and associated clinics. The issue was reported as hospital wide, affecting multiple stations simultaneously. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.